Manufacturer narrative:
(B)(4)

Event description:
It was reported that the spring wire guide (swg) of an arterial catheter was observed to be damaged upon removal from an automated dispensing cabinet (adc). Two additional arterial catheters retrieved from the same adc exhibited the same defect. On the fourth attempt, a catheter obtained from a different adc was found to be suitable for use. The event was identified prior to patient use, and the affected devices were not used. There was no patient involvement and no reported adverse patient impact or injury associated with this event. Refer to associated mdrs 3006425876-2026-00705, 3006425876-2026-00712.